Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient fell and had a poly exchange of the left knee.

Manufacturer narrative:
An event regarding revision following a fall involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the product was not returned. Medical records received and evaluation: a review of the medical records was not performed as records were not provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: although the event reported a revision following a fall, the specific reason for exchanging the device was not reported. Further information such as return of reported devices; x-rays; operative reports as well as patient history and follow up notes are needed to complete the investigation to determine why the device was exchanged.

Event description:
It was reported that the patient fell and had a poly exchange of the left knee.